Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv200 device was observed leaking at the connection of the luer lock and "ultrasite". It is unknown if this device was connected to the patient and the leak was observed during infusion or at some other point. There is no report of patient injury or medical intervention. This is report 1 of 2 with the same reported problem from this facility.